Manufacturer narrative:
This report is submitted on october 31, 2023.

Event description:
Per the clinic, the patient had some skin reaction at the abutment site. The patient was treated with oral antibiotics, however, the issue did not resolve. The device was removed on (B)(6) 2023.